Manufacturer narrative:
A ge svc rep performed an on site investigation. The monitor power supply and fuse were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the console did not turn on. The field engineer noted that the monitor cart did not boot up. There is no report of injury or death associated with the event described in this complaint.